Event description:
It was reported that the iab was inserted via the femoral artery, and connected to the pump. However, the balloon would not inflate fully. Because of this, the iab was removed and replaced. There were no patient complications.